Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) female patient with a 6.7cm aaa, 4.5cm right common iliac aneurysm, 2.5cm left common iliac aneurysm, underwent evar with a renu converter with fem-fem bypass on (B)(6) 2011. Patient had a follow-up CT scan done on (B)(6) 2014. Results of the scan showed a dramatic increase in the sac size due to a type 3 endoleak separation of the renu converter graft from the zenith flex aaa endovascular graft iliac leg. The patient is scheduled for repair to bridge the separation of the stent grafts on (B)(6) 2014. Per information provided by the rep on (B)(4) 2014: "physician told me the case went well. Patient staying overnight due to arrhythmia issues after case was done. Will be doing a repeat ultrasound in 6 weeks."